Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 49 mg/dl. The patient treated with glucose tablets. Troubleshooting was declined for the low blood glucose. The customer also experienced insulin pump errors which they were able to clear and resolve. The self test was performed and the device passed. The insulin pump was not returned for analysis.